Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a lobectomy procedure, the device was difficult to remove after firing. The surgeon resected the device off and sutured to complete the procedure. The hosp has reported that the pt's status is satisfactory.